Event description:
It was reported that during a t4 to l1 posterior spinal fusion procedure, during screw the surgeon deemed that the phantom was inaccurate when t7 and t8 on the left side were lateral to plan. A second spin was completed and when they placed the rest of the screws in the segment, 4 of the screws were considered inaccurate to plan: t6 was lateral on left side, t5 on the right side was deemed medial, t7 on right side was deemed medial and t8 on the right side was deemed medial. Some screws were replaced with free hand navigation and others were not in the spin were completed free hand without navigation. Robot was on the patient's right side. There was patient involvement, but no injuries, medical intervention, or prolonged hospitalization were reported.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h6: investigation summary: the investigation was conducted by tpm team. The team confirmed the allegation of screw misplacement. The investigation showed that the correct log file was identified. Log review confirmed the device captured a registration mismatch followed by the request to perform an anatomy check step, as defined in this situation. Despite these instructions, the user willingly elected to proceed and upon log review, no evidence of anatomy check performed were found. Furthermore, a non-approved patient array clamp fixation is used by this account. Although the investigation can't conclude on the incidence on the device accuracy of this situation, this could be a factor of instability, leading to a degraded registration for the procedure. Based on these findings, the investigation therefore concludes on user error to be the cause of this reported mispositions. Upon procedure log review, there were no defects found with the device. The user indicated that there was no negative impact to the patient outcome and no patient harm. Implant misplacement is under monitoring and additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Root cause: based on the review, the most probable cause of screw misplacement is a use error of validating a registration without anatomy check while instructed by the device to do so. The use of a patient array clamp not approved by depuy synthes may lead to increased instability, thus a degraded registration accuracy. No manufacturing record evaluation required as no manufacturer or service-related issue found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.